Event description:
Customer reported to beckman coulter, inc (bec) that there was dried precipitant around the base of the wash cup of the unicel dxc 600i synchron access clinical system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: method, conclusions: customer did not request service from bec. Customer indicated that they will continue to monitor the wash cup area for further leak and will request assistance if needed. Root cause is unknown. (B)(4).